Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. This is the only complaint reported to date for corporate lot number and for this failure mode. Visual inspection: one meridian pusher wire, y-body and storage tube were returned for evaluation. No labeling or packaging was returned. The filter, introducer sheath and dilator were not returned. The tuohy-borst was returned loose. The pusher wire (tight spline and pusher pad) were examined under a microscope (15x) and no anomalies were noticed. No anomalies were noted to the returned storage tube. Functional/performance evaluation: the rest of the delivery system and filter were not returned for evaluation. This measurement is within required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: based on the returned sample condition, the complaint investigation is inconclusive for the filter failing to advance through the sheath. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the meridian filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Eval method: microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a vena cava filter deployment procedure, a filter became stuck inside the deployment sheath; no attempt is made to deploy the filter. The filter was exchanged for a new filter system that was deployed successfully. There was no reported patient injury.